Event description:
The user facility biomed reported that while on a patient, the device's air/o2 blender fio2 delivery started drifting out of specifications causing the device to intermittently alarm "high fio2." He also reported that there was no harm to the patient.

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and the status of the patient. As of may 28, 2015, there has been no additional information provided by the user facility. (B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The alleged faulty gas delivery engine (gde) has been received, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, carefusion will submit a follow-up medwatch report.

Manufacturer narrative:
Failure analysis: avea gas delivery engine (gde) pn: r16222 sn: (B)(4) was received for investigation. The gde was installed onto gde test station and performed fio2 testing per test standard 91157 section 4.6 and 4.7 and all readings both monitored and external were within 3% of set value. The gas delivery engine (gde) was then left to cycle overnight with the fio2 setting set to 60% and no fluctuations were found with the monitored reading at 63% and the external readings at 62.3%. Findings/root-cause: original reported issue of high fio2 and fio2 drift were not duplicated. Unrelated to the reported event, separate issues were found with the inspiratory pressure transducer on the tca pcba causing circuit occlusion and extended high ppeak alarms and the power driver pcba causing a delay to the flow control valve opening.